Event description:
The customer contact reported air in the tubing of the monitoring kit. The monitoring kit was manually primed with three 3ml heparinized flush syringes and connected to an unspecified syringe pump tubing set. The unspecified syringe pump and the syringe pump tubing set were being used to deliver heparinized saline. It was also reported that a microclave port was connected to an unspecified stopcock. The sampling port on the monitoring kit had been accessed on multiple occasions using unspecified blunt cannulas. It was reported that after an unspecified number of accesses, an unspecified amount of air was noted "in pressure tubing line near sampling port toward patient." The monitoring kit was disconnected from the patient and flushed to remove the air; however, air continued to collect in the tubing. The monitoring kit was replaced and the therapy was resumed. No air was delivered to the patient. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.